Event description:
It was reported to philips that the allura xper fd10 system would not boot up. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Remote service was rejected by customer. The philips engineer suggested service, but quote was not accepted by the customer and no service has been provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. H3 other text : evaluation not approved; no response received for further information.